Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a motor error alarm of the insulin pump. The customer's blood glucose level was 268 mg/dl. The troubleshooting was performed. The customer was advised to return the insulin pump and we will also replaced it. No further information was reported.